Event description:
It was reported that patient presented for follow-up in clinic. Upon interrogation, it was noted that implantable cardioverter defibrillator (ICD) had an overestimation episode. No intervention was performed. Patient condition was stable.

Manufacturer narrative:
The reported event of overestimation was confirmed. Based on the provided information, the incorrect longevity value was due to an error of fuel gauge count (consumption data) reading. The incorrect reading led to the inaccurate longevity estimate.